Manufacturer narrative:
Device evaluation: one device was received. Per visual inspection, stained water tank, reservoir gasket is worn out, non-OEM line cord, outdated quick connect, printed circuit board (pcb), and power switch. Per functional testing, the device is cracked on the bottom where the drain tube connector is. The complaint was confirmed. The root cause was w wear and tear from daily use of the drain tube. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the unit housing was cracked at drain tube connection. Incident was found during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.